Event description:
During laparoscopic supra-cervical hysterectomy and left salpingo-oophorectomy a piece of the scissors tip on the harmonic scalpel broke off into the pt. The piece was retrieved. No harm to patient.